Event description:
Additional information was received from the patient. It was reported the patient had 5 visits with reps and the issue has not been resolved. The rep would tweak the stimulation up so high that when the patient does a little in their right leg, they can't take stim in their left leg and also feel it in their left shoulder. The patient didn't know what tot do next. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was not feeling stimulation down his right leg as much as he should. The left leg was fine. When they turned up stim, the stim was felt in the patient's shoulder rather than in his leg as expected. It was mentioned the patient met with reps several times for reprogramming. No further complications were reported. Additional information was received from the patient. They provided their weight information and stated that patient felt like it was going up in the left shoulder and not in the right leg. They met with a rep three different times; visited hcp office. The results were the same and still no solution. Right now patient doesn't feel anything in their right leg and foot; only in the left leg. No further complications were reported.